Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 507 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2026 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.